Manufacturer narrative:
Review of this MDR and additional information received shows that there is no information to reasonably suggest that the device in this report may have caused or contributed to a death or serious injury. Therefore, this event did not and does not meet the reporting requirements stipulated in 21 cfr 803.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via a company representative regarding a patient who was receiving lioresal 500 mcg/ml via an implantable pump. The daily dose was "around 150-160" mcg/day. Indication for use was intractable spasticity. The patient had a history of stroke. The date of the event was approximately (B)(6) 2016. It was reported the patient was having "problems" and they were trying to rule out if it was the pump. After a refill on (B)(6) 2016, the patient began to experience somnolence which prompted a reduction in the baclofen dose. The patient started to experience trance like spells starting in (B)(6) 2017. The patient experienced symptoms of "zoned out, very sleepy." The patient had been having seizures and had multiple emergency room (ER) visits. The dose was decreased after the patient had been feeling sleepy and then was slowly titrated back up. The pump was checked and there were no stalls or alarms. The patient was admitted to the hospital. Magnetic resonance imaging (MRI) revealed that the trance spells were not related to seizures. A video electroencephalogram (eeg) was performed. The physician reduced the patient's seizure medications. The physician noted that the patient was on a high dose of prozac which appeared to interact negatively with the seizure medications. The patient has improved and the issue was resolved since reducing seizure medications. The patient was on at least three seizure medications prior to this recent hospital admission.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.